Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer changed the infusion set site twice. There was no reported impact to the customer's blood glucose level. The customer reverted to using insulin injections to manage diabetes. Although requested, additional information was not provided.